Manufacturer narrative:
The patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. : the access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. One patient sample was sent to the marseilles chu for investigation. Patient sample was first tested neat for the sars-cov-2 igg and sars-cov-2 igm assays. The marseilles chu obtained non-reactive results with the access sars-cov-2 igg assay. Customer's results were therefore confirmed. The sample generated reactive sars-cov-2 igm results. The abbott assay is directed against antibodies anti-nucleoprotein while the access assay is directed against antibodies anti-spike protein. The level of antibodies directed against those proteins may be different. In conclusion, patient sample was found non-reactive with the sars-cov-2 igg assay, but reactive with the sars-cov-2 igm assay suggesting a seroconversion with an earlier detection from abbot or the presence of igg anti-nucleoprotein only. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020, the customer reported one non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971197) result was generated on the customer's dxi 600 immunoassay analyzer (part number a30260, and serial number (B)(4) on (B)(6) 2020 with the following access result: 0.29 s/co. Previously on (B)(6) 2020, the pcr result was positive and the patient had covid-19 symptoms. A sample from (B)(6) 2020 generated a reactive result with the abbott sars-cov-2 igg assay, and on (B)(6) 2020, a new sample also generated a reactive result with the abbott sars-cov-2 igg assay (6.29, cut-off at 1.4). No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory. The patient sample from (B)(6) 2020 has been sent to the marseille complaint handling unit for investigation. No hardware errors, or issues with other assays were reported in conjunction with this event. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.